Event description:
It was reported during a lap sigmoid procedure, the anvil moved shortly after the case was started. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without issue between the blade and tissue pad to avoid damage to the tissue pad. The mfg records were reviewed and no anomalies were found during the mfg process.